Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified backup audible alarm post. During functional testing the reported issue was duplicated at power up. Main printed circuit board (pcb) did not operate as intended, main pcb with high profile blue token cap. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main pbc.